Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 48 mg/dl (system 1/strip lot 496002) and 83 mg/dl (system 2/unknown strip lot). No adverse event reported. Return of the suspect device was requested for evaluation.